Event description:
It was reported by the customer that a pyxis ciisafe system keyboard was not working. The customer stated that there was a 2 hours delay in dispensing workflow the drug was called fentanyl. There was reported no patient harm occurred during this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the several keys were not working. A field service engineer replaced the keyboard to resolve this issue. The system functioned as intended after field service engineer troubleshot the device.